Event description:
Globus was notified through medwatch that a caliber expandable cage had fallen off the inserter. The implant was loaded on the inserter, and was tight. Once the implant was inserted into the disc space a fluoro image was taken. A mallet was used to further insert the implant. A second fluoro was taken and the implant was past the posterior edge of the vertebral body. Once the surgeon determined the implant was too far he tried to back the implant out first by hand, but was unsuccessful. At that point the surgeon used the mallet to try and back up the implant by hammering on the handle. T some point during this process the implant because free from the inserter. A fluoro was taken, and the implant was further through the disc space deemed to be inside the pts belly. Surgeon used various instruments to try and recover the implant, but was unsuccessful. Surgeon then used a different cage to complete the surgery. No serious events to the pt have occurred.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, however a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured with specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the inserter for, 10 mm design conforms to all applicable standards and there was no deviation in the mfg process. There is no indication that the issue was a result of product defect or malfunction. See scanned page.